Event description:
The facility representative reported a colleague infusion pump with a rate malfunction. This condition had the potential to interrupt delivery. It is unknown when the event occurred. There was no report of patient involvement, injury, or medical intervention necessary. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). The device has been received by baxter personnel, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a rate malfunction was not confirmed or reproduced during product evaluation. The root cause was not identified. Additional information: this is involving a pump with software version 5.03.00 which is categorized as unremediated. A service history review revealed no previous service events were related to the reported condition. A device history review was performed with no exceptions during manufacturing found. Baxter will continue to monitor similar reports to determine if further actions are required.